Event description:
It was reported that the burr became stuck with the wire. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified first right posterolateral segment (rpl). A 1.75mm rotapro and rotawire floppy were selected for use. During the procedure, the rotation speed was set at 180,000 rpm and the maximum speed was also at 180,000 rpm. However, the burr became stuck with the wire during removal. The devices remained stuck and the rotapro burr and the rotawire were removed as one unit outside the patient. The procedure was completed using the original devices. No complications were reported and the patient was in good condition after the procedure.